Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has received motor error alarm. The customer's blood glucose level was unknown at the time of incident. Customer reported that the buttons and the keypad are unresponsive. The insulin pump will not be returned for analysis.